Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted. On (B)(6) 2017, the 5-year-old valve was explanted due to stenosis. Additional information has been requested.

Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the valve had been implanted for more than 5.5 years.

Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted. On (B)(6) 2017, the 5-year-old valve was explanted due to stenosis. A perimount magna pericardial aortic valve was implanted. The patient is reported stable and discharged. Additional information was requested, but not provided by physician or hospital.